Event description:
Report received from USA stating that the device has an intermittent operation. It is known that the device was not used in surgery. It is unknown if there was any patient or user injury.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental repair will be sent. (B)(4).